Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer had low blood glucose level. The customer's blood glucose was 50 mg/dl. The customer also reported that product was not adhering. The insulin pump will not be returned and sensor will be returned for the analysis.

Manufacturer narrative:
Inspected 3 opened or used sensors and performed visual inspection and found all 3 sensors with needles bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened or used. Unable to confirm adhesive anomaly on opened or used sensors.